Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the device found particulate matter greater than 0.2 mm cubed embedded in the cap. The reported issue was verified. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was small black particulate matter on the disconnect cap within a uv flash prep kit. There was no patient injury or medical intervention associated with this event. No additional information is available.